Manufacturer narrative:
Investigation summary: no samples or photos displaying the condition reported are available for examination. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Corrective and preventative action was opened to investigate this failure mode. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the syringe was leaking at the luer lock. The following information was provided by the initial reporter: "patient #3. Syringe 3ml # (B)(4) has been leaking at the luer lock when connected to the irrigation tubing."